Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the device, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B3, b6: dates estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: medwatch report.

Event description:
User facility medwatch report received that states "it was reported the non-(B)(6) guidewire wrapped around the opticross 18 catheter during pullback. The wire and catheter were removed together, and the procedure was completed using an alternate method. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.